Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced worsening dental conditions since they started with byte aligners. After they consulted with their licensed dentist they were advised to discontinue the aligners due to the potential harm and complications from their use. Their condition has deteriorated further now requiring corrective treatment that they cannot afford.